Manufacturer narrative:
The sample presented an expected appearance per the description. However, the customer's reported complaint description of that catheter stuck in the sheath is not fully confirmed. The catheter and sheath were received together but the catheter was pulled easily from the sheath and did not remain stuck in it. The catheter was then found to be without the outer blade and the sheath was found to be deformed and kinked along its length. The catheter arrived with almost no active fibers. One kink was observed along the catheter's shaft, at 87cm from its distal tip. The catheter working time was 0min at 50 mj/mm2 and 5:00min at 60 mj/mm2 (which is the maximum allowed working time at 60 mj/mm2). There are several potential root causes - additional tension that the physician gives to the catheter may have resulted in excessive force and a higher fiber degradation rate that apparently can lead to the outer blade being damaged and falling and to the inner blade being deformed. The deformed inner blade also implies excessive forces used during the procedure. - the catheter was working for the maximally allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate and as a result the outer blade falling. The physician mentioned he was unable to pull the catheter back for another pass, however, the catheter was stuck inside the sheath, meaning he was pulled back away from the lesion and then may have gotten stuck when attempting to advance the catheter forward again. The gw was not returned for evaluation, but it may be that when attempting to move forward over the wire, a kink in it prevented it from readvancing to the lesion, creating the accordion movement of the sheath. These interactions may have also resulted in damage to the fibers and tip. The energy set in the laser system may also be higher than specified. The specific laser system will be checked as part of the complaint investigation. According to the description and the additional information, the heparin/silane solution wasn't injected through the sheath during the procedure. Since no saline was injected consistently during the procedure, the friction between the sheath and the catheter is high resulting in excessive force that the physician has to apply which causes a higher fiber degradation rate that apparently can lead to the outer blade falling. Per ifu0120-03: 8.4. Routine laser activation and advancement of auryon catheter through the lesion: 8.4.1. Once the footswitch is pressed and the laser becomes active, begin advancing the auryon catheter. Note: the recommended catheter advancement rate is 1mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. Note: pressurized saline (preferably heparinized) should be continuously fed through the introducer sheath at a rate of 100ml/min. Saline should be fed while inside the body. The root cause of the degradation of fibers cannot be definitively determined, however, a potential root cause for this type of the tip's outer blade detached failure mode is catheter was working for an extended period of time together with lasing in high energy for a relatively long time together with excessive forces that may have been applied (although there is no physical evidence of kinks along the shaft, high forces may still have been used). Lesion type and presence of blood may also be contributing factors, although per new information from the rep. (Below) it cannot be determined. Based on no adverse trends, no issues noted in the DHR review, and adequate process controls in place, no corrective action is to be taken by angiodynamics at this time. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As part of responding to the customer, the physician highlighted the relevant sections for this case from ifu0120-03. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported the following issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated: "physician states he was treating a sfa lesion with a 2.0 laser, retrograde stick. Normal anatomy. 2.0 laser was inserted through a 6 fr terumo destination sheath over a mongo es wire. After 2 passes the physician was unable to pull the catheter back for another pass. He determined that the catheter was not stuck on the wire but stuck in the sheath. He tried to pull the catheter out and the sheath started to the accordion. The catheter and sheath were backed off the wire together and the case was finished with a new sheath and balloon." Additional information from 07 may 2024: the catheter was found to be in normal working condition before the case. No flush was connected to the sheath or catheter. The sheath tip was approximately 5cm from the lesion. He did try to rotate the catheter.